Manufacturer narrative:
Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that after the implantation of spaceoar, the physician expressed concerns regarding the accuracy of its placement. During the CT simulation, the positioning of the spacer appeared more irregular than initially assessed at the time of the procedure. Despite this irregularity, it was noted that the spacer continued to provide sufficient separation for treatment purposes. Upon further review of the imaging, the gel appeared to be generally well-positioned. However, it was observed that approximately 15% of the gel had migrated through the genitourinary (gu) diaphragm, localizing near the penile bulb, while the remaining 85% remained appropriately placed.